Event description:
It was reported that air bubbles were observed within the canister. Reportedly, due to the issue, the customer experienced an elevated blood glucose (bg) level that was displayed as "high"; however, no specific value was provided. Customer delivered a correction bolus via the pump to address the bg. Tandem technical support educated the customer on proper load techniques.